Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Event description:
The device has been explanted.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, d.9., h.3., h.6. Device evaluation based on the device analysis grid, the assessments of the complaint are: deflation: observed opening assessed as fold flaw opening. Additional observations: no other observation observed.